Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the following from the device inspection result provided by ocsm (olympus china sales & marketing). There was not a leakage at the device. The light guide lens was damaged. The insertion section and the universal cord were deformed. The instrument channel port and suction cylinder were scratched. The device was repaired by ocsm and returned to the user facility. Based on the above information and the past similar cases, the reported event may have been caused by contact with some hard object due to mishandling by the user. However, omsc could not be identified under what circumstances the reported event occurred specifically. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to ocsm for evaluation. Ocsm inspected the device and confirmed the following; the reported event may have been caused by physical stress due to incorrect handling by the customer. According to device repair history, there have been 5 repair records in the last 2 years. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of ocsm (olympus (B)(4)) and found that the instrument channel port of the device was damaged and worn.there was no report of patient injury associated with the event.